Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was dead. It was reported that the desktop charger connector looked very bent per the patient and it was suspected that the implantable neurostimulator (ins) was dead. The patient programmer did not communicate with the ins either. The patient reported a loss of stimulation and a return of symptoms. The patient's transmitter had not been working properly since they fell on (B)(6) 2015. The patient was wondering if they pulled the leads when they fell. The device had not been checked since the fall. The patient noticed there was nothing helping the pain in back or going down their legs. It was reported that the pain returned. They stopped feeling stimulation in (B)(6) 2015 but did not realize it. The patient had a hard plastic leg brace up to their knee for foot drop. On (B)(6) when the patient got off the couch, they went a step forward and their left leg gave away where they collapsed. Their leg and hard brace were hyperextended behind their body. The leg popped behind the patient when they fell. The patient did not hit their head orback but their body went back crazy when that leg gave up on them. When they got up, the patient was fine. When trying to synchronize the implantable neurostimulator with the programmer, the programmer showed a blank screen and after replacing the batteries saw a poor communication screen. At first, the patient reported that they were not able to go into MRI mode but later corrected themselves and said they did not try going into MRI mode because they had charging issues. There was a report of a sudden change in therapy or symptoms. The patient reported they were not able to get their ins to charge anymore. On (B)(6) 2015, the insr started acting funny. The patient had to sit a long time to get it charged up. It was barely taking the charge. It was confirmed by the patient that they did not see a normal charging screen and they did not see the ins was taking a charge on the implantable neurostimulator recharger (insr). The patient thought they might have had problems connecting. It was reported that the patient had it on forever and it seemed that it was in a "lock out mode" or something but they could not remember the screen. Later, the patient said their insr started acting up in the first part of (B)(6) 2015. It was hard charging. They tried but it looked like it took forever to charge. The patient also reported that they lost feeling of stimulation around that time. The last time the patient successfully charged was in the first part of (B)(6) 2015. The insr screen was blank. There was a report that the insr was not taking a charge from the wall. There was a repot of a light on the desktop charger and the connector pin was not loose or broken. Relevant medical history includes non-malignant pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.